Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. A systems check with tandem technical support was started, however the customer declined troubleshooting and a replacement pump was sent to the customer.